Event description:
Additional info was received from the clinical study indicating that approx nine months post index procedure, the patient experienced acute coronary syndrome at the target vessel (left anterior descending) and was related to a stenosis at the distal lad. The stenosis was treated with implantation of another cypher select plus stent. This event was reported by the study as unrelated to the index procedure and device.

Manufacturer narrative:
This pt was randomized to the clinical study nine months earlier. The indication for the index procedure is unknown. At index procedure, the pt received a 2.50x18mm cypher select stent at the mid lad. The target lesion was described as smooth with moderate calcification, eccentric and angulation <45 degrees. There was no bifurcation or side branch involvement. The stent was deployed at 18 atms. Procedural medications included clopidogrel, aspirin, betablockers, ca2+antagonist, sartan and diuretics. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.